Manufacturer narrative:
The gs 777 wall transformer is intended to provide power to welch allyn 3.5v instruments. The device powers two instrument handles, onto which welch allyn 3.5v diagnostic instrument heads can be attached. These diagnostic instrument heads include the welch allyn otoscope, opthalmoscope and episcope. The wall transformer can be used alone, or as part of the gs 777 integrated wall system (iws), which incorporates other welch allyn devices, such as the suretemp thermometer, spot vital signs monitor and the probp 3400 and the aneroid blood pressure gauge. The power cord was not returned for investigation and therefore a root cause of the failure of the power cord could not be confirmed. There was no patient impact or injury reported however as the root cause of the power cord failure could not be confirmed hillrom is cautiously reporting this event.

Event description:
Customer reported physical damage. The gs 777 transformer power cord caught on fire. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).